Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that patient had bad reaction from the implant and it was not working right. Patient got a new implant but it didn¿t solve the problem. She had followed up with healthcare provider(hcp) at that time and they thought something funny was going on, so they decided to turn the implant off at the time. Patient stated it was years ago. It was noted that patient had head scan for multiple sclerosis(ms) unrelated to the implant on the day of this call. Patient stated she does not have hcp at this time. The indication for use is other. There were no further complications that have been reported as a result of this event.